Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the tach sensor cable was worn and had burnt. The fse replaced the tach sensor assembly, which included the burnt component and also repaired the h1 errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the allegra x-14 centrifuge produced an h1 error. No fire or burning smell was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.